Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned and no images were provided. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device was not returned and no images were provided. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). This pc is related to (B)(4) which reports about the first revision surgery on (B)(6) 2015, treating loosening of implants after the primary tha surgery and (B)(4) which reports about the cold welding and not being able to disassemble the stem from the sleeve in the first revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc reports about the event occurred in the second revision surgery on (B)(6) 2021. Loosening of implants occurred after the primary tha surgery and the first revision surgery was performed. After the first revision surgery, infection occurred, and the second revision surgery was performed on (B)(6) 2021. In the second revision surgery, the surgeon tried to disassemble the stem from the sleeve to remove them, but he couldn't. The surgeon unavoidably reamed the bone around the stem with a chisel and removed the stem and the sleeve integrated by using a slide hammer. Then, an implant (zimmer biomet¿s product) on the acetabular side was removed, and after careful cleaning, a cement spacer containing antibiotics was placed in the joint space. The second revision surgery was completed with 60 minutes delay. Because the stem and sleeve could not be separated at the time of removal, the damage to the femur increased. In the future, the third revision will be performed if possible while monitoring the patient's course. The surgeon wants us to identify the cause of the failure to separate the stem from the sleeve. No further information is available.